Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The pump was returned to livanova (B)(4) for investigation. During evaluation, the reported failure was confirmed and the root cause was found to be a faulty micro-controller. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 double head pump stopped during priming. The customer was unable to restart the device. There was no patient involvement.